Manufacturer narrative:
An extended investigation was performed on the reported complaint and determined that there were no issues with the libre 2 application that would have led to the complaint. The customer reported that no error messages showing when sensor scanned with the freestyle libre 2 application. Attempts to reproduce the issue using similar configuration and was not able to reproduce the complaint. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with an iphone with ios operating system version unspecified. Customer received an unspecified "sensor related" message and was unable to obtain readings. As a result, customer experienced "weakened cannot move that much", "felt blood sugar was high", and self-treated with insulin (type/dose unspecified). Post treatment customer's blood sugar dropped and they were taken to the emergency room (ER). At the ER, a healthcare professional (hcp) performed a laboratory blood glucose (bg) measurement with result of 62 mg/dl, provided third-party treatment of intravenous "some kind of sugar" for a diagnosis of hypoglycemia, and a second post treatment laboratory bg measurement with result of 119 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with an iphone with ios operating system version unspecified. Customer received an unspecified "sensor related" message and was unable to obtain readings. As a result, customer experienced "weakened cannot move that much", "felt blood sugar was high", and self-treated with insulin (type/dose unspecified). Post treatment customer's blood sugar dropped and they were taken to the emergency room (ER). At the ER, a healthcare professional (hcp) performed a laboratory blood glucose (bg) measurement with result of 62 mg/dl, provided third-party treatment of intravenous "some kind of sugar" for a diagnosis of hypoglycemia, and a second post treatment laboratory bg measurement with result of 119 mg/dl. There was no report of death or permanent impairment associated with this event.